Event description:
I started rtms (repetitive transcranial magnetic stimulation) therapy (left side treatment) at the beginning of (B)(6) 2024. By the second week of treatment, my thoughts and behaviors changed quite a bit but not for the better. I'm very paranoid, anxious, annoyed, and angry all the time now. I feel like I have bugs crawling all over me everyday now. I have a headache just about every second I'm awake. Not to mention, two weeks ago I had somewhat intense twitching in my right hand, but only during the 4 seconds the machine was actively treating me. During the 11 second break, my hand would not twitch but would be very sore. Now, my right hand and forearm are constantly sore to an almost painful point. The twitching doesn't occur during every rtms session, but when it does, I do alert my technician. The technicians and doctors at my (B)(6) are not convinced my arm/hand problems are from rtms. Today I realized I'm either developing psychosis or have already developed it. And the signs started around the second week mark of my treatment. It doesn't seem like a coincidence to me that I would start rtms and soon after have a shift in my thoughts and behaviors, and then start to have discomfort in my arm. For the entirety of my 30 treatments, I've experienced soreness and irritation in my upper row of teeth and had constant headaches. It feels as though the machine is placed slightly differently each and every time, and no two sessions have felt the same to me. Most of these issues I was either not warned about or told would go away in time. I did go into the treatment center today and told a technician that I think I'm showing signs of psychosis, and she told me to "take a bubble bath" or "a covid test". She was truly not well versed enough in the treatment process or it's side effects to give me any advice. She told me she would have the office doctor call me today, and he never did. I don't want to blame or point fingers. But I do think it's a negligent to not properly educate your staff on the treatment they're performing on patients. I also find it quite concerning that the placement of the machine never feels the same, and often does not stay exactly where it is initially placed. For a therapy treatment that's been backed by research, I would think that there would be a more secure, sure-fire way of placing the equipment. It just seems very... Flimsy and inconsistent to me. I've truly had a negative experience. I mean, I'm dealing with psychosis now and don't know what to do. And, when I asked my (B)(6) center for advice, they offered no proper help or guidance. I don't think my mental state has deteriorated to a point where I need to be admitted, but I do think I need help desperately before it reaches that point. Before rtms, I had a diagnosis of depression, anxiety, ocd (obsessive-compulsive disorder), and bipolar ii. When I went through my consultation and evaluation at (B)(6), I was told that I am in fact not bipolar and therefore could receive treatment. And I do believe that's true, but I think we all failed to recognize that my various mental illnesses likely have psychotic features, and that I was at higher risk for adverse side effects. I've had problems with mental illness all my life and some of the symptoms I have now been present for years episodically. But it feels as though a flip was switched in my brain shortly after I began rtms. I'm a different person then I was; a person I don't enjoy being. I'm scared for what may happen. And I know it's from the rtms treatment. I know it. I don't want anyone to do the same treatment as me, expecting good results, and then suddenly be transformed into something bad such as I have been. I'm more paranoid, hyper vigilant, and angry then I ever have been before. This treatment needs to be further studied or taken off the market all together.